Manufacturer narrative:
Concomitant medical products: products ID: dtma1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. It was noted the left ventricular (lv) lead capture threshold had increased and was slightly variable. The clinic reprogrammed the pacing parameters and the lv lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.